Event description:
Healthcare professional reported a patient was injected with 2 ml juvederm® voluma¿ with lidocaine in ck1, ck4, 1 ml of juvéderm® volux¿ in jw1, jw3, jw4. 5 days after injection the patient feels a nodule at the level of jw4 left, pre-jowl ¿ where juvéderm® volux¿ was injected. Patient later presents a nodule of approx. 2cm, indurated, erythematous, painful, mobile at the level of jw4. Treated with ciprofloxacin 2x500 mg per day / 7 days, hylase 150 u+ 1 ml saline solution + 0.2 ml gentamicin 80mg/2ml. The remission of the nodule is complete. The patient is ok. Symptoms resolved. This cn related to juvederm® voluma¿ with lidocaine. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.